Event description:
A high readings issue was reported with the use of the adc freestyle libre 2 sensor. A customer reported receiving a high sensor scan of 155 mg/dl and he experienced tremors in the legs and sweating, requiring treatment of sugar by his neighbor. The customer then had contact with a healthcare professional, but reported being able to self-treat with additional glucose (oral) provided by the healthcare professional. The customer provided comparison of sensor scans of 107 mg/dl and 103 mg/dl as compared to adc meter results of 55 mg/dl and 33 mg/dl. The results when plotted on a parkes error grid, fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted

Event description:
A high readings issue was reported with the use of the adc freestyle libre 2 sensor. A customer reported receiving a high sensor scan of 155 mg/dl and he experienced tremors in the legs and sweating, requiring treatment of sugar by his neighbor. The customer then had contact with a healthcare professional, but reported being able to self-treat with additional glucose (oral) provided by the healthcare professional. The customer provided comparison of sensor scans of 107 mg/dl and 103 mg/dl as compared to adc meter results of 55 mg/dl and 33 mg/dl. The results when plotted on a parkes error grid, fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.